Event description:
Terumo medical received the following information: it was reported that once the tr band was placed on the patient's wrist and inflated with air the balloons immediately deflated on their own. A new tr band was placed with no issues. There was no impact to the patient. The estimated blood loss was less than 250cc. The procedure performed prior to the use of the tr band was left heart catheterization. There was no noticeable damage to the device. The device was not manipulated before use in any way - pre-use or during storage. The product was stored prior to use in the procedure room with all other product.

Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy.a2: age & date of birth: requested, not provided due to hospital policy.a3a: sex: requested, not provided due to hospital policy.a4: weight: requested, not provided due to hospital policy.a5: ethnicity: not provided due to hospital policy.a6: race: not provided due to hospital policy.d6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: lead tech.the actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.